Manufacturer narrative:
The apollo total length was measured to be 170.3cm, the usable length was measured to be 163.9cm (specification: 165.0cm ± 2.5cm). It could not be determined if the apollo useable length met specification as the 3.0cm detachable tip was found to be detached. The reason for the detachable tip not returning was not provided. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. Dried onyx was found within the hub and micro catheter. The ldpe coupling tube overlap length could not be measured due to the onyx occluding the distal end. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ could not be confirmed. Customer reported that the tip detached while sliding on the guidewire and that leaking was observed during preparation. However, as onyx was found within the hub and throughout the catheter, it is likely the tip did not detach during preparation but detached during the procedure due to tip entrapment by onyx as intended by the device. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. As the unknown guidewire was not returned, any contribution of the guidewire towards the premature detachment could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The customer report of ¿catheter leak¿ could not be confirmed as the micro catheter was occluded with onyx and cannot be flushed. No catheter bursts or punctures could be seen on the catheter surface. There was no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the apollo microcatheter detached when it was sliding on the guidewire and leakage was observed from the distal tip during preparation. The microcatheter was replaced by one from another manufacturer to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an arteriovenous malformation (avm) located in the middle cerebral artery (mca) with access vessel diameter of 2.4mm the guidewire hydrated as indicated in the instruction for use (IFU). There was not any kink or damage notice on any of the devices. There was not any resistance felt when advancing the guidewire inside the apollo.